Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blister of a size of a 2 euro coin [burns second degree], , narrative: this is a spontaneous report from a contactable other hcp from a pharmacy. A male patient at the end of his 50's started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6)2017 to (B)(6)2017 at 1 plaster daily for back pain. The patient medical history and concomitant medications were not reported. The patient experienced burn blister of a size of a 2 euro coin on (B)(6)2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to product quality complaint group, conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up ((B)(6)2017): new information received from the contactable pharmacist includes statement that no further information is available. Follow-up ((B)(6)2020): new information received from product quality complaint group included investigation result.

Event description:
Event verbatim [preferred term] burn blister of a size of a 2 euro coin [burns second degree] , . Case narrative:this is a spontaneous report from a contactable other hcp from a pharmacy. A male patient at the end of his 50's of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2017 at 1 plaster daily for back pain. The patient medical history and concomitant medications were not reported. The patient experienced burn blister of a size of a 2 euro coin on (B)(6) 2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (20feb2017): new information received from the contactable pharmacist includes statement that no further information is available. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Burn blister of a size of a 2 euro coin [burns second degree] , . Case narrative:this is a spontaneous report from a contactable other hcp. A male patient at the end of his 50's of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2017 at 1 plaster daily for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister of a size of a 2 euro coin on (B)(6) 2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. , comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.